Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed to close. A field service engineer removed the back panel from both the main and auxiliary units and confirmed that all lights were properly lit on the controller boards. The device was powered off, and the bus wires were inspected. Small scrapes were found along the bus wires on both the main and auxiliary units. The engineer replaced the used tape and further replaced the main drawer 6 bus wire to resolve the issue. Fse ran a report, and device was working properly. No other issues found with device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 3, 4, 5, 6 and auxiliary 1 to 7 were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.